Event description:
The essure tubal occlusion device was placed in the right fallopian tube per protocol. The device was deployed. The coil remained in the device and metal guiding wire remained in the patient. The wire was grasped via the port on the side of the hysteroscope and removed. There was minimal resistance, and the wire broke into pieces on its way out through the hysteroscope. The pieces were successfully removed by the surgeon using forceps. The surgeon elected not to try a second essure tubal occlusion device.